Event description:
The device was used during a lar procedure. Reportedly, the avnil did not tilt. The surgeon was able to remove the device and complete the procedure. The hospital has reported no pt injury occurred.